Event description:
Customer reported via phone, he wears the sensor during x-ray requirements when he was in the hospital. Customer stated he wanted to return a faulty sensor where the need broke off. Customer stated he was not having serter issues and didn't want to troubleshoot. Customer stated he had to remove several sensors due to the x-ray machine. In a month period she went through five sensors. Customer's blood glucose was unknown. Customer was advised the sensor would be replaced he agreed to return the sensor for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected four opened/used enlite sensors and inspected insertion needles for burrs/hooks and dull needle tip defects and none were found. The introducer needles passed per specification.